Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for add'l info has not been responded to. No conclusion can be drawn at this time. Add'l info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow-up report when/if product is returned for eval or add'l info becomes available.

Event description:
Attorney reported: in 2002 - pt underwent hernia repair during which a composix kugel mesh was implanted. (No dates specified). Pt suffered multiple and severe painful injuries, including but not limited to, surgery to remove the mesh, hospitalization, severe abdominal pain, swelling, permanent disfigurement to her whole abdominal area, severe discomfort, anxiety, suffering, pain and injuries to her body as a whole which resulted in the pt's death.